Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. A surgical procedure was performed during which the cuff was explanted and replaced with a smaller cuff. There were no device issues noted, and there were no further patient complications reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that improperly sized cuff and urinary incontinence were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.